Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was 14 mmol/l. It was advised that the customer revert to a back up plan and discontinue use of the insulin pump. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. No unexpected insulin flow blocked alarms were noted during testing. The pump was returned for pump error 53 and was noted in the formatted history file. Unable to determine the root cause of the pump error 53. The pump had minor scratches on the display window, a scratched case, a scratched keypad overlay, a pillowing keypad overlay and a cracked keypad overlay at the select button.